Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate one similar complaint(s) with the same failure modes for this serial number. A review of the device history record for the s/n: (B)(6) was performed from its manufacture date of 25aug2018 and confirmed that there were no production failures which correlated to the customer reported issue. The reported condition of "drawer failure" was confirmed by fse, however part received at dchu for evaluation is not related with customer reported issue. According to work order (wo): (B)(4), the field service engineer (fse) reported that drawer 4 would not fully close; powered down and removed the drawer from the station and found the latch sensor bracket was off the station. The fse removed the broken screw from the drawer housing and replaced the bracket with new screws. Tested in hta; customer recovered and inventoried the drawer successfully. During dchu visual inspection "assy tray hh" (p/n: 356450-01) was received with signs of fluid ingress in the board and corrosion in one spring. No other anomalies were detected during visual inspection. No dchu testing was required due to the fluid ingress and corrosion observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue could not be identified, as the received part was not related to the reported condition or the fse service. However, fluid ingress was observed in the received "assy tray hh," resulting in corrosion on one of the springs, this issue is considered incidental from what customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed after pulling medications for patient. The customer attempted to recover the drawer, but the issue persisted. As per part investigation, it was determined that fluid ingress was observed in the assy tray hh. There were no adverse events or injuries reported based on this event.